Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the decorative screw coming out was duplicated. The trigger assembly, first stage and output carriers, rotary handle, and bearings were each replaced along with other components. The device was repaired and returned to the customer.

Event description:
The handpiece was returned to the manufacturer for service based on a complaint that the back screw had fallen out. There was no patient involvement reported. There were no adverse consequences reported as a result of this event.